Manufacturer narrative:
H6: investigation summary sample and photo received for investigation, one sample was received from p120j lot number 2009106 in a unitary packaging completely sealed. After the inspection of claimed sample is noticed that the unitary packaging was completely sealed with no damaged. It can be observed that the blister pocket where the product was positioned was displaced. It may be remarked that the package seal integrity was not affected. Additionally, fifteen retained samples were inspected. No damages or issues were found related to package seal integrity. All packages were properly sealed, no defects observed. A device history record review found no non-conformances associated with this issue during production of lot 2009106. Protectors are placed manually into the blister pockets and packages are checked at the beginning and at the end of the pallet. Possible root cause is associated with the packaging process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 bd phaseal¿ protector solus¿ (p120j) sets had poor/damaged packaging seals. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, a sealing defect was found on some packages before use. Poor sealing of individual packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd phaseal¿ protector solus¿ (p120j) sets had poor/damaged packaging seals. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, a sealing defect was found on some packages before use. Poor sealing of individual packaging".